Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. The caller was unsure if the malfunction caused the customer's blood glucose level to exceed 500 mg/dl. Technical support provided information to reset the pump and assisted the caller with the process, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue returned.